Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, the sheath bent, due to patient anatomy, the valve became stuck and then perforated the sheath, and the valve struts prolapsed. The team inserted the 16fr esheath+ through the right femoral artery, which was a heavily calcified vessel. They noticed that the esheath+ was slightly bent at the distal common iliac due to calcium and tortuosity. After attempting to insert the valve through the esheath+, the valve stopped advancing. After trying multiple times with plenty of push force, the team noticed that the valve was starting to perforate through the sheath. They decided to take everything out together as unit and the valve struts started prolapsing, causing concern. After full removal of the system as a whole the right femoral-iliac artery system appeared normal with no harm done to the patient. They are planning on doing on a another day, using alternative access.

Manufacturer narrative:
This supplemental report is being submitted to correct the reportability of the event previously reported under this product and retract the previous report by edwards lifesciences under manufacturer report # 2015691-2024-07096, which was reported in error. Upon administrative review, it was determined the injury previously reported in this MDR against the 16f esheath+ is actually attributable to the 29mm sapien 3 ultra resilia valve prolapsed struts. As such, the injury is not reportable under the esheath+, and this event has been appropriately reported in manufacturing report # 2015691-2024-07060.